Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that review of recorded printouts showed several nsvt episodes due to noise. Isometric testing was suggested.

Event description:
New information received notes the device was reprogrammed which resolved the issue.